Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump has a blank display. The customer did not provide their blood glucose value at the time of the incident. The customer was asked to observe time clock for one minute to verify if time advances; found no time says 1:08. The customer removed the current battery then insert a new battery. The customer just inserted a new battery, was advised to monitor the pump for three minutes to verify time clock works properly and frozen display or alarms do not recur. The customer stated time did not advance. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.